Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found the tip cover has a hole in the silicone. The hole is located .156 inches above the silicone to sleeve interface and exhibits localized melting around the hole, indicative of arcing. A mechanical tear on the opposite side of the tip cover, located .254 inches from the tip and visible under magnification, was observed, however, it does not appear to be related to the arcing event. The tear was likely caused by collisions with other instruments and or accessories. Engineering concluded that the mechanical tear along with stretching of the silicone over the edge of the mcs instrument proximal clevis ear while pitching the wrist, may have locally reduced the dielectric strength and increased the likelihood of arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress than can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, arcing was observed. The tip cover accessory was immediately removed and replaced. The planned surgical procedure was completed with the replacement tip cover and without significant delay. No pt harm, adverse outcome or injury was reported.